Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during an angiography, the stopcocks of two performer introducers leaked. The first device was flushed and inserted into the patient via femoral access. No resistance was felt during device insertion or removal. A few minutes after insertion, the user observed that blood had flowed to the check-flow valve of the device, and air had entered via the sidearm stopcock. No devices were inserted into the sheath lumen at that time. The device was removed from the patient, and a second performer introducer was prepared. When flushing the second device, the stopcock again leaked. The patient outcome was reported as "good". Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. The customer returned eight sealed rsf-5.0-38-j to cook for investigation. Physical examination of the returned device showed: visual inspection results, all the devices were opened, and leak tested. No leakage noted. No visible damage noted. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook established that the cause of this complaint is component failure without identified design or manufacturing deficiency. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
(B)(6). PMA/510(k) # pre-amendment. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an angiography, the stopcocks of two performer introducers leaked. The first device was flushed and inserted into the patient via femoral access. No resistance was felt during device insertion or removal. A few minutes after insertion, the user observed that blood had flowed to the check-flow valve of the device, and air had entered via the sidearm stopcock. No devices were inserted into the sheath lumen at that time. The device was removed from the patient, and a second performer introducer was prepared. When flushing the second device, the stopcock again leaked. The patient outcome was reported as "good". A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.